Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
Correction: device manufacture date updated to proper value. The paxscan detector panel was returned to the manufacturer for analysis. Analysis found that the returned hardware passed all investigation tests. Analysis found that the reported event was not related to this hardware. No fault found.

Manufacturer narrative:
Correction: adding proper codes.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The detector and the flat panel was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there were ring artifacts on the images taken from the system. It was noted that the detector was identified as the issue. There was no patient present when this issue was identified. No further information was provided.